Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the cuff was seen and the catheter migrated and the cuff was non-fibrous. The catheter had to be completely removed and replaced with a new one. No patient harm or medical intervention.

Manufacturer narrative:
Submit date: 02/11/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes